Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused, or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing error logs and was also able to reproduce error; fse found the x2 axis belt to be broken. Fse resolved the complaint by replacing the belt, and pulley. Fse successfully validated instrument by performing quality control run without error, and results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. The sample loader x2 gear assy & belts was returned to tosoh instrument service center for investigation. Visual inspection confirmed the reported issue was due to failure of the x2 axis belt. A 13-month complaint history review, and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4303 sample loader x2-axis home overrun cause: the home sensor activated improperly after movement of the sample loader x2-axis. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty sample loader x2 axis belt.

Event description:
A customer reported getting error message "4303 sample loader x2-axis home overrun" on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.